Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available

Event description:
It was reported that gastrointestinal videoscope had the rubber-bonding section of the insertion section come undone, with threads protruding. This event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure "the rubber bonding section of the insertion section has come undone, with threads protruding" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image noise occurring. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer complaint is not detected and for image noise occurring is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.